Event description:
Procedure type: nephrectomy. According to the reporter: a plastic part on the distal end of shaft was broken and the device head could not be angled. It occurred while displacing the liver with it. Nothing fell into cavity. No pt harm. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).